Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn over the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were difficult to press and were requiring multiple presses to respond. The patient indicated that there was a tear in the keypad along the up arrow button. The patient reportedly wore the pump in a pump skin attached to a belt and did not clean the pump. This report is made based on the allegation of the button response issue.